Manufacturer narrative:
It was reported by customer that product has loose components causing leaks. One sample of 2420-0007, lot number 24113245 and two photos were received for quality evaluation. Review of the photos provided show that the infusion set tubing separated below the lower pumping segment fitting. Visual examination was conducted on the physical samples and no damages or abnormalities were identified. The samples were primed with water and examined for leaks, air-in-line or occlusions. There were no issues identified during priming. The samples were then subjected to a simulated infusion at a flow rate of 125 ml/hr for 1 hour. Again, there were no issues with the infusion set. Additionally, the infusion sets did not separate or break during normal product handling. The customer complaint of loose component - leak was not verified. Six unused samples of 2420-0007, lot 24115168 and two photos were received for quality evaluation. Review of the photos provided show that the infusion set tubing separated below the lower pumping segment fitting. Visual examination was conducted on the physical samples and no damages or abnormalities were identified. The samples were primed with water and examined for leaks, air-in-line or occlusions. There were no issues identified during priming. The samples were then subjected to a simulated infusion at a flow rate of 125 ml/hr for 1 hour. Again there were no issues with the infusion set. Additionally, the infusion sets did not separate or break during normal product handling. The customer complaint of loose component - leak was not verified. A root cause for the failure reported was not fully determined because the failure was not replicated with the samples submitted. A probable root cause for the issue that is shown on in the photo provided by the customer is a possible lack of bonding solvent on the components. The lack of bonding solvent would allow for the infusion set to separate easily and, in the location, depicted in the photo. Updates to the assembly fixtures have been implemented in order to make it easier to load the tubing into the solvent dispenser in order to apply the correct amount of solvent to the tubing. A device history record review for model 2420-0007 lot number 24113245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24115168 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was loose the following information was received by the initial reporter with the following verbatim in each of these cases, the primary tubing has been identified as defective. Tubing being loose in another component of the product which causes leakage when distributing patient medication. This poses an issue for patient care and the efficiency of treating patients.